Manufacturer narrative:
Investigation summary: bd received five samples and one photo for investigation. The visual inspection of the samples and the evaluation of the photo indicated the customer¿s failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were bubbles in the gel separation barrier of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were bubbles in the gel separation barrier of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.